Manufacturer narrative:
The reported information and the logbook were analyzed. Within the logbook analysis it could be confirmed that the error "sensor: s3 pressure too high" occurred twice on the reported date of event. This error indicates a too high internal supply pressure (pressure greater than 3.8bar instead of 3.0bar). If this error occurs, ventilation stops (alarm message: "!!! Device failure") and the device alarms visually and acoustically. The device and further information was requested but not received. The underlying root cause of the error message could not be clearly identified. The error message may occur due to a defective internal pressure regulator if the pressure rises above 3.8 bar. However, it can also be the result of a (sporadic) defect of the pressure sensor s3 if it returns a too high value. The internal pressure regulator must be replaced every 6 years according to the service documentation. The device was produced in 11/2006. It is unknown if and when the internal pressure regulator was replaced. If the pressure regulator is not replaced, ageing of the internal seals can lead to a leakage which leads to an excessively high outlet pressure.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the user facility: "during the helicopter transport of an intubated and ventilated patient on (B)(6) 2019, the oxylog 3000 displayed an error message after about 15 minutes of flight; red text on a black screen, which read: "pressure too high. Immediately switch the device off and contact draeger." The patient was no longer ventilated which was indicated by the decreasing respiratory rate and spo2 on the patient monitor. The ventilation was continued with the lifebase iii, the oxylog 3000 was turned of. We returned directly to troubleshoot on the ground." No patient consequences reported.